Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced discharge and infection at the peg-j entrance area. Infectious diseases and gastroenterology consultations were requested for the patient. Antibiotic duocid 1 gr 4x1 IV was treatment drug for discharge on peg-j entrance area. The patient experienced increased crp level on (B)(6) 2017.